Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.25mm x 12mm nc emerge® balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 10 atmospheres for 10 seconds followed by 12 atmospheres for 10 seconds on the second inflation. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and was replaced with a cutting balloon. The procedure was then completed. No patient complications were reported and the patient's status was stable.